Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The 80% stenosed, 18mm in length, target lesion was located in the moderately tortuous, moderately calcified and 2.75mm in diameter left circumflex artery. A 2.50x20mm promus element stent was advanced but failed to cross the lesion. The device was attempted to be removed; however, the device got stuck in the lesion. The device was then removed with the guidezilla guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.50 x 20mm stent delivery system was returned for analysis. A stent protector was returned on the shaft of the device the stent protector could not be removed as it was blocked by the stent damage. A visual examination of the stent identified damage. Distal strut segments 4, 5 and 6 were bunched and lifted. The remainder of the struts were undamaged. The undamaged crimped stent was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a break in the hypotube within the strain relief at approximately 22mm proximal to the distal end of the strain relief. The manifold proximal of the break site was not returned. There was a kink noted at approximately 545mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited (B)(4).

Event description:
It was reported that removal difficulties were encountered. The 80% stenosed, 18mm in length, target lesion was located in the moderately tortuous, moderately calcified and 2.75mm in diameter left circumflex artery. A 2.50x20mm promus element stent was advanced but failed to cross the lesion. The device was attempted to be removed; however, the device got stuck in the lesion. The device was then removed with the guidezilla guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken and stent damaged.